Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for lot#6131050 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6131050 available for review. Investigation methods/results: the device was returned showing that it is broken (see attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. Additionally, it is unclear the methods of implant placement used during the initial procedure. IFU 570 rev. 3.0 (hahn tapered implant system) contained the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev. 3.0 (hahn tapered implant system) contained the following statement in the implant positioning section: "the implant should be rotated at the time of placement to ensure optimal positioning of the internal hex connection. This will allow the restoring clinician to take full advantage of the anatomical abutment contours and minimize the need for abutment preparation. Adjust the final position of the implant so that any one of the six flats of the internal hex connection is oriented toward the facial." The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant failed. The patient's bone quality is type ii and their oral hygiene is good. The patient presented on (B)(6) 2024 for a primary procedure on tooth # 10. On (B)(6) 2025, after final prosthesis delivery and attachment, the abutment screw broke off inside the implant and could not be removed. The provider could not retrieve the broken piece of screw and removed the implant. No permanent injury was reported. Per the reported information, the patient has no preexisting conditions.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).